Event description:
Device manufacturer representative reported a catheter fracture at the connecting site to the pump. The patient presented to the managing doctor¿s office and they were unable to refill as the pump had flipped. The patient was placed supine to revise the pump. The consumer reported the implant had flipped. The original plan to resolve the issue included securing the pump tightly within the pocket with non-absorbable suture. Once the incision was created and the pump was exposed, the pocket was observed to be fluid filled and cultures were obtained. The pump was removed from the pocket and it was observed at that point that the catheter was not attached to the pump, and an obvious fracture had occurred at the connection site just below bell. The remaining catheter in the pocket was coiled up and unable to aspirate cerebrospinal fluid (csf). The incision was closed as another plan was needed to take effect to correct the issue. The patient was repositioned left side lateral so lumbar incision could be accessed. An incision was created and the anchor and pin were found. The catheter below the connecting pin was cut and no spontaneous csf was observed. The healthcare provider (hcp) moved on to explore the catheter above the pin. Once cut, spontaneous csf was observed and a new proximal catheter was utilized to attach to the spinal segment, tunneled around the abdomen to the pocket and attached to the pump. Coiling was also found within the lumbar wound. The catheter with proximal segment was removed and the spinal segment superior to the anchor remained in place and patent. The prescription dose was adjusted and dropped to 2mg/day from an original 7mg/day of hydromorphone 10mg/ml. The device system was also delivering baclofen 10mcg/day. The pump was placed in a mesh pouch and re-anchored onto fascia. The patient status at the time of this report was ¿alive ¿ no injury.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).